Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the proximal right coronary artery (rca) with heavy calcification. A 6f guiding catheter was modified with side holes using a needle (inner lumen piece most likely protruding out) and two xience skypoint stent delivery systems (sds), a 4.0x12mm and 4.0x38mm. The two xience skypoint sds had resistance with the guiding catheter due to the modification and was noted to have flared struts. The delivery systems were simply removed. Another 4.0x38mm xience skypoint stent delivery system (sds) was advanced but had resistance with the anatomy and the stent got loose on the balloon. The stent was managed to be pulled back and the balloon was inflated in the guiding catheter as a bail out. Three stents were implanted to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.